Event description:
A customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm. The home patient (hp) stated that she had a damaged transfer set and it was replaced. The hp stated that she lost fluid from last fill. The hp feels empty and is requesting assistance to bypass to fill 1. The technical service representative (tsr) assisted as requested. The hp would continue with therapy. There was patient involvement, but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The assignable cause of the reported issue could not be determined. The lot number is unknown; therefore, a batch review cannot be performed.